Manufacturer narrative:
(B)(4). Date sent: (B)(6)2021. Please see attached medical records.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
"It was reported that the patient underwent a robotic left partial colectomy with extended left colonic and transverse colonic mobilization, splenic flexure mobilization and near full mobilization of transverse colon followed by sigmoidoscopy and extensive lysis of adhesions on (B)(6) 2018. Per medical records, patient returned to the or 13 days later on (B)(6) 2018 after an elevated wbc and CT scan showed fluid collection and a 4cm abscess was discovered with several unformed staples. Per medical reports, colostomy was reversed on (B)(6) 2019."